Event description:
Patient reported " implants have ruptured." This is for the right side device. The device remains implanted.

Manufacturer narrative:
Unable to populate device information, reported as: category number mg27/410271. Product: mcghan 410 lot x02332/x02328 further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.